Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause of the problem was isolated to a cracked ram chip u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable. A us distributor returned a monitor for investigation into an unrelated issue. Upon investigation a reportable malfunction was found. Monitor sn (B)(4) was unable to power on.